Event description:
The customer reported the system shuts down on its own and the x-ray button sticks in the pressed position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the lemo connector and the power cord connector. The ge rep was unable to reproduce the x-ray button sticking problem, but did not find and replace a damaged foot switch cable. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.